Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set needle was slightly bent on (B)(6) 2025. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013303, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013303 was manufactured according to the work instruction (wi) version 101 and manufactured in the multivac 14 on 25/apr/2025, with a total of (B)(4) units. Glue-connector lot: the lot 5d03559 was manufactured according to the wi version 39 and manufactured in the machine mp03 on 25/apr/2025, with a total of (B)(4) units. The lot 5d03560 was manufactured according to the wi version 39 and manufactured in the machine mp03 on 24/apr/2025, with a total of (B)(4) units. The lot 5d02707 was manufactured according to the wi version 39 and manufactured in the machine mp03 on 23/apr/2025, with a total of (B)(4) units. The lot 5d02708 was manufactured according to the wi version 39 and manufactured in the machine mp03 on 23/apr/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.